Manufacturer narrative:
(B)(4). The results of this investigation confirmed one leaflet was dislodged from the orifice. There was no evidence of material defect in the carbon coating that may have caused or contributed to the dislodged leaflet. Rather, the leaflet dislodgment may have been caused by some external force applied to the leaflet, which overstressed the carbon material and resulted in the damage. A review of the device history record showed the device met specifications prior to leaving sjm manufacturing facilities. There was no evidence found to suggest there was an intrinsic defect in the valve, as supported by the review of the device history record and by the analysis performed. The cause of the leaflet dislodgement during implant remains unknown.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2015, an aortic valve replacement was performed. At the time valve of suturing during a minimally invasive implant, one of the 21 mm sjm regent valve leaflets fractured in several pieces. The valve was removed, the endoscopic equipment was checked for visible valve debris, and the heart was flushed multiple times; however, it was not possible to confirm all debris was removed. Another 21 mm sjm regent valve was implanted without incident.